Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient told her provider that she was not feeling the effects of the medication or the ptm (personal therapy manager) dosing. There were no known environmental, external, or patient factors that may have led or contributed to the issue. Per the provider, at the last refill, they expected 5ml but withdrew 39ml. There was as similar refill discrepancy at the prior refill. The event date was unknown. The issue was not resolved. Surgical intervention was planned and scheduled for (B)(6) 2017. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Analysis identified significant twisting of the catheter body that may have affected infusion. Interrogation of the pump determined it was used to infuse dilaudid [5000.0 mcg/ml] at 240.1 mcg/day. : result code and conclusion no longer apply. If information is provided in the future, a supplemental report will be issued.